Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer found the drawer was not allowed to open because it was overloaded, pulled drawer open and opened pocket and was able to recover the system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had failed drawer, when trying to recover it, the whole drawer failed. The customer reported that this malfunction occurred during the dispensing of medication, resulting around an hour delay. There were no adverse events or injuries reported based on this event.